Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact, a flexor ansel guiding sheath leaked down the side as the user flushed the device with saline. The device did not make contact with the patient. No adverse effects have been reported.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, prior to patient contact, a flexor ansel guiding sheath leaked down the side as the user flushed the device with saline. The device did not make contact with the patient. No adverse effects have been reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. One sheath was returned for investigation in a prepped condition. Inspection found the sheath material was split just below the cap. A leak test was preformed to confirm leakage from the split. One dilator in the sealed inner pouch was bent just below the fitting. A second dilator was bent in multiple places along the shaft. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings -if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Precautions -while inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. Sheath removal 1. Insert a wire guide until its tip extends at least 10cm past the tip of the sheath. 2. Remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. 3. Remove the wire guide." The investigation conclusion could not establish a definitive root cause. The failure could potentially be attributed to the possibility that the sheath was damaged during shipping, handling, or storage of the device. The included dilator was bent below the hub, suggesting stress was applied across the packaging below the hub of the device where the separation took place. A CAPA was previously opened to address this failure mode and is ongoing. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.